Event description:
Had a watchman device put in my heart. I told the doctor I thought I was allergic to nickel because I could not use cheap earrings without severe swelling and itching for 2 weeks after using. He did a patch test and said I was not allergic. After the device was put in the nightmare started from shortness of breath, severe fatigue. Heart failure, fluid around the heart, and diabetes. 16 months later had blood test for nickel allergy it was positive. Within a month the device was removed all symptoms were gone in a week including diabetes. Found out patch is highly unreliable for nickel allergy. I went through all that pain and unable to care for myself because of a faulty test. It could of all been avoided if the doctor had done the proper test in the first place. I would highly advise the patch test not to be used in the future as it required open heart surgery to remove the device.